Event description:
Pt having bilateral sagittal split ramus osteotomy. System used to implant 2.0 screws. During procedure, aof total of six contra-angle heads failed attempting to drill holes and then implant the screws. Or nursing mgr reports continuing series of problems and failures with this line of products.